Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient had a surgical procedure to replace the lead. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.